Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported the insulin pump delivered a full reservoir of insulin and blood glucose lowered to 44 mg/dl. Device had previously alarmed motor error and no delivery. Customer continued use of the device. Customer stated that he had done a complete set change when motor error alarm occurred. He was able to clear the alarm, rewound, and it alarmed again once or twice. Then it alarmed no delivery. Customer was able to complete rewind process and continued use of the device. He then noticed his blood glucose lowered to 80 mg/dl before lunch. Customer did not bolus. He later felt like he was passing out, blood glucose had lowered to 44 mg/dl. He carb loaded until his blood glucose rose over 300 mg/dl. Troubleshooting was performed. Customer's current blood glucose was 109 mg/dl. Device was only exposed to an x-ray machine. He does not use the sensor feature. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.